Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the patient was recharging the implantable neurostimulator (ins) more and the battery was running down more quickly. After the patient recharged their ins to full capacity, they had to charge every 2-3 days. The patient's ins battery usually lasted 7 days. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative reported the patient did not experience any symptoms. The cause of the patient charging the implantable neurostimulator (ins) more was not determined. The ins was programmed to c+, 1- at 4.0 v, 90 use c, and 130 hz on one side and c+, 5- at 4.0v, 90 use c, and 130 hz on the other. No recent adjustments in programming had been made. Impedances were checked and measured to be within normal range. The ins had not been previously over discharged. The hcp advised the patient to charge longer than 1.5 hours and they had not heard back from the patient since.